Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that after the occluder was calibrated through the central control monitor screen, it would open by itself. The user attempted to reactivate the occluder icon and recalibrate, but again the occluder opened on its own. As a result, the occluder tubing was released due to the unexpected opening of the occluder. The user reported that this same event has occurred approximately four times per month. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.